Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the surgeon noticed there was severe damage to the tip/jaws of the force bipolar instrument after opening and closing the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was a left ovarian cystectomy. The instrument was used initially and after 10 minutes the broken metal part was noticed. The instrument was not in strong grip mode and there was not any collision between the instruments. The instrument was not able to get through the cannula initially, they had to remove the cannula with the instrument attached and then removed the instrument out of the cannula outside the patient's abdominal cavity. The operation was prolonged about 40-45 minutes due to the incident. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting severe damage to the tip/jaws, an investigation is pending to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it appears that the jaw has become dislodged from the distal clevis. Additionally, it looks like the molded insulator is broken due to the dislodgement. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the surgeon noticed there was severe damage to the tips of the force bipolar instrument. From the provided image by the customer, it appears the jaw had become dislodged from the distal clevis. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.